Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 491 mg/dl, which was treated with manual injection. Customer had symptom of nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer also reported to have received a low battery alarm and an auto off alarm. Customer declined troubleshooting. Customer was advised to monitor blood glucose and to seek medical attention if blood glucose continued to rise. Infusion set would be replaced per customer's request.